Event description:
Customer reported the insulin pump went into threshold suspend due to in accurate readings. Customer stated his sensor reading was at 64 mg/dl and blood glucose was 102 mg/dl and sensor was 40 mg/dl. Customer stated the device has gone into threshold suspend three times and blood glucose was 142 m/dl. Customer was unsure what threshold suspend was. Customer current blood glucose was 176 mg/dl. Customer was not comfortable with the device going off when his blood glucose was not low. Customer was advised how to properly calibrate the sensor. Threshold suspend was set to 60 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.